Event description:
It was reported that log file submitted captured a no external power event on (B)(6) 2022 which was caused by power to the mobile power unit (mpu) being briefly interrupted. Additional information requested but not provided.

Manufacturer narrative:
Serial number was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 7 days ((B)(6) 2022 to (B)(6) 2022 per the timestamp). A no external power alarm activated on (B)(6) 2022 at 01:18 due to the rsoc and bus voltage simultaneously diminishing to ~0v with a loss of ac power while connected to the mpu. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information provided. The manufacturer is closing the file on this event.